Event description:
It was reported that during the procedure, when firing, the devices laser output was insufficient or too weak. It was noted that an error message 1301 (laser power too low: please restart device or call service) was prompted and that the laser broke shortly and was repaired. The procedure was not completed due to this event; however, a planned procedure was noted. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation prior to the procedure being rescheduled.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the console device was not returned; however, it was serviced at the customer's facility by a field service engineer (fse). The laser source was replaced, and the laser rod and hr mirror were found to be defective. The fse replaced the beam source, and the laser was subsequently tested, adjusted, aligned, and calibrated to meet specifications. The fse's replacement of the beam source resolved the complaint. Subsequently, two beam sources were returned, visually inspected, and found to have clean and legible serial number labels. The warranty sticker was intact, and screws, bearings, and pins were in place. No grey lines were found on the reflector, the o-ring was intact, and the glass divider was clean and in good physical condition. The flash lamp was in good physical condition, though slight clouding was observed on one side. The laser yag rod was cracked, but no burn marks were found on any surface of the mirror or lens. The evidence from the product record review did not identify any potential product quality issues or new patient harm. The DHR was completed. This auriga xl 4007 console was installed on 03 january 2020. This laser console was covered under a semi-annual service contract. It was last serviced on 02 august 2024. The system was functional until the reported event date of 07 january 2025. The directions for use were reviewed and there was no evidence that the device was used in a manner inconsistent with the labelled indications as per auriga xl 4007.

Event description:
It was reported that during the procedure, when firing, the devices laser output was insufficient or too weak. It was noted that an error message 1301 (laser power too low: please restart device or call service) was prompted. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation prior to the procedure being rescheduled.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the console device was not returned; however, it was serviced at the facility of the customer by a field service engineer (fse). The laser source was renewed, and the laser rod and hr mirror were defective; the fse replaced the beam source, and the laser was then tested, adjusted, aligned, and calibrated to meet specifications. The fse replacement of the beam source has resolved the complaint. The evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported that during the procedure, when firing, the devices laser output was insufficient or too weak. It was noted that an error message 1301 (laser power too low: please restart device or call service) was prompted. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation prior to the procedure being rescheduled.